Manufacturer narrative:
Patient weight is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced weakness and loss of sensation in both legs post implant procedure. Another procedure was performed that revealed a hematoma had formed underneath the lead. As a result, the surgical intervention removed the hematoma to address the issue. Reportedly, patient symptoms have resolved.